Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. An electrical continuity error occurred due to water invasion in the scope connector. After drying the scope, the e315 error was resolved. The scope failed to be angulated in the down direction. The angulation was insufficient. After adjustment, the scope felt tight during angulation in the direction with a torque value of 100 centimeter newton-meter (cn-m), which exceeded the specification. Play occurred during angulation. The leak check label was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic enteroscopy, the evis lucera elite colonovideoscope presented an e315 unsupported scope error message (no image) while being used with the evis lucera elite video system center. The intended procedure was completed with a similar scope with no surgical delay. The patient was not under general anesthesia. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device handling listed below, leading to water invasion of the scope connector and an abnormality of electrical components: the connector cap of leakage tester was attached to the venting connector while they were wet. The connector cap of leakage tester was attached/detached to the venting connector under water. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.